Event description:
The customer reported to olympus that the tracheal intubation fiberscope had an air/water leak. The device was returned to olympus for evaluation. Examination showed the insertion section's coating was peeling; the peeling area measured 1 mm2 or more. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During evaluation, the reported issue was confirmed; leakage was found due to a pin hole at the bending section cover adhesive and a crack in the control unit. During visual examination, the following additional issues were noted: the adhesive on the bending section cover was chipped; the adhesive around the objective lens was peeled; the adhesive around the light guide lens was peeled; the indicator on the light guide connector was unclear; the eyepiece was deformed; and the connecting tube was dented. Functional testing found the bending angle in the up direction did not meet with specifications due to a worn angle wire. The device instructions for use document was reviewed. Review showed the following relevant instruction regarding the detection of the peeling issue in chapter 3.2- preparation and inspection of the endoscope: 1. Visually inspect the control section for excessive scratching; 2. Visually inspect the boot and the insertion tube for dents, bulges, swelling, peeling or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities." A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. The investigation determined that the issue could have been caused by stress caused by repeated use, external factors or handling of device. Olympus will continue to monitor field performance for this device.